Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A review of the lot record was conducted with no relevant findings. Analysis of actual device has shown no evidence to suggest that the device malfunctioned this report is the final report being submitted unless otherwise requested by the FDA. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up.

Event description:
It was reported that a new user was deploying a 5f celt acd and successfully opened the distal wings and proximal wings at the puncture site. On attempting to eject the implant from the delivery system the user noted that although the lever was fully depressed the implant did not appear to be successfully detached from the delivery system. The doctor then decided to pull the implant out while still attached to the delivery system. However, on attempting this, the delivery system detached from the implant which remained firmly attached in the arterial wall. Haemostasis was achieved and an x-ray confirmed that the implant was delivered properly.